Event description:
A healthcare facility in georgia reported that a rd900 neopuff infant resuscitator had pressure issues. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in california,where it was tested by a trained f&p service technician. The unit was serviced and performance tested. Results: performance testing of the complaint (B)(4) neopuff infant resuscitator revealed that the manometer was out of specification. Conclusion: we are unable to determine the cause of the reported event however, the most likely cause of the reported event is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It should be noted that the subject device is over sixteen years old. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specifications at time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a rd900 neopuff infant resuscitator had pressure issues. There was no patient involvement.